Manufacturer narrative:
An event of atrial septal defect, patent ductus arteriosus and respiratory distress syndrome was reported. A returned device assessment could not be performed as the device was not returned for analysis. Field indicated that implant procedure was carried out by an unlicensed physician. Based on the information received, the cause of the reported incident could not be conclusively determined. However, as per the instructions for use, artmt600034267-b, "the amplatzer duct occluder ii is contrainducated patient weighing less than 6kg." Which may have contributed to the reported event.h6: removed code 2682/a0101 patient-device incompatibility w/ clarifier implant-related tissue damage.

Event description:
It was reported that on (B)(6) 2016, an unknown size amplatzer duct occluder ii was successfully implanted in a 32 weeks old patient with an atrial septal defect (asd) and patent ductus arteriosus (pda) detect prevent the patient to thrive and developed respiratory distress syndrome (rds). The implant procedure was carried out by an unlicensed physician in the country of romania. It was noted immediately post-implant, that the patient developed tricuspid valve regurgitation due to a valvulo-septal cordage rupture. The decision was made to urgently transfer the patient to a different hospital for further care. Ultimately, the patient recovered and was discharged, but did suffer a permanent injury to the tricuspid valve.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2016, an unknown size amplatzer duct occluder ii was successfully implanted in a patient by an unlicensed physician. It was noted that post-implant the patient developed tricuspid valve regurgitation due to a valvulo-septal cordage rupture. The decision was made to urgently transfer the patient to a different hospital for further care. No additional information was provided.